Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 90% stenosis, a 3.0x15 rx trek dilatation catheter was advanced without resistance and inflated at 8 atmospheres (atms); however, on the second inflation at 12 atms the balloon ruptured. The rx trek dilatation catheter was withdrawn without resistance, a non-abbott balloon was used for further dilatation and a vision stent was implanted. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.